Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported, that the video system center exhibited a color bar, instead of endoscopic image. Troubleshooting efforts were made. And the customer was instructed to use a maj-2087-light source socket cleaning kit to blow out the light source socket properly. But, the customer did not have the maj-2087 socket cleaning adaptor. It was advised, re-seating both light guide cables on both sides. Additionally, the customer was instructed to swap cv-190's between this problematic tower and the working tower to see what unit the issue follows. The issue has been resolved with the loaner cv-190. They swapped around both boxes and pertinent cables (individually) and tested each time. No further issues were noted. Based on the results of the investigation, the color bars were likely, caused by how the cables were connected, since the issue was resolved after reseating the cables. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that ¿in speaking with the olympus technical assistance center (tac) via phone, the video system center displayed a color bar instead of an endoscopic image. The issue occurred during preparation for use in an unspecified procedure. The procedure was completed using a second tower. Upon reseating all the cables, the color bar issue was resolved. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.